Manufacturer narrative:
The country of origin is (B)(6). It was noted that "the sample was clotted and contained very tiny and thin strand."

Event description:
The initial reporter received false low elecsys hcg + beta test system results from the cobas e 411 rack immunoassay analyzer. The initial result was < 2 iu/l and on (B)(6) 2019 the rerun result was 440.6 iu/l with a data flag. The doctor questioned the initial result as the patient had a positive home test. The questionable results were reported outside the laboratory. The reagent lot number was 385627. The expiration date was '05/2020'.

Manufacturer narrative:
The alarm trace did not show any issues. The instrument performance testing was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.